Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the tip of the sheath fell off. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "the tip of the sheath fell off.", could be confirmed. The article was manufactured according to the current specifications. A design fault was found to be the cause. Since the cut surface is too small, the design of the shaft will be revised by extending the sleeve. The corresponding instruction for use IFU tbf102_en_v2.0_04-2024_ce-MDR contains the following notes in chapter 3.2 "correct handling and product testing": if the product is not handled correctly, patients, users, and third parties may be injured. Only persons with the necessary medical qualification and who are acquainted with the application of the product may work with it. Check that the product is suitable for the procedure prior to use. Check the product for the following properties, for example, before and after every use: functionality, damage, changes to the surface, in the case of several components: completeness and correct assembly. Do not continue to use damaged products. Dispose of the product properly; see disposing of the product. Do not leave broken-off components inside the patient. Do not overload the product with mechanical stress. Do not bend bent products back to their original position. The event is filed under internal karl storz complaint ID: (B)(4).